Event description:
It was reported that the patient was transported to the emergency room on (B)(6) 2026, after experiencing a hypoglycemic episode. The patient stated that she had been feeling unusually tired, lay down to rest, and fell asleep. She reported that she did not experience any symptoms indicating low glucose at the time of the event. According to the patient, her friends later noticed signs that something was wrong, contacted emergency services, and she was transported to the hospital. She was diagnosed with hypoglycemia with a recorded blood glucose level of 46 mg/dl. The patient stated she did not know what treatment was administered in the hospital, as she woke up during the process, but recalled receiving a cookie after regaining consciousness. The patient was not admitted and was able to return home the same day after approximately a few hours of evaluation.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. No damages or deficiencies were observed in the pod that would prevent it from operating as intended. Inspection of the download and patient history buffer (phb) data found no issues with the ability of the automated glucose control algorithm to appropriately adapt according to both user inputs and estimated glucose values. Therefore, no problem was found regarding the reported not sure over delivering insulin event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone16.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.